Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a ¿return of symptoms¿ following the replacement of their implantable neurostimulator (ins). Impedance testing was performed and found that ¿impedances were high immediately after surgery.¿ it was unknown whether any external factors had contributed to the issue. The patient underwent a revision procedure as a result of the issue, whereby impedance checks were performed at the various levels and connections. Following the revision, the patient¿s device remained implanted and they were receiving effective therapy and doing ¿fine.¿ the high impedance issue was resolved following the revision procedure.